Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab was able to duplicate the reported issue of the vela ventilator displaying "xdcr (transducer) fault" and "high rate" alarms. Transducer calibrations were performed as described in the service manual and the exhl (exhalation) xdcr failed the zero calibration. This is a known issue that is currently being addressed within carefusion.

Manufacturer narrative:
Carefusion file identification number is: (B)(4) . Any additional information that is provided by the customer will be included in a follow-up report. (B)(4) . At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the vela ventilator was displaying transducer (xdcr) fault, low minute volume (ve) , low peal inspiratory pressure (pip) alarms and high rate. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab re-evaluated the vela ventilator main pcba (printed circuit board assembly). Transducer calibrations were performed, as described in the product service manual. The exhalation pressure transducer failed zero calibration, duplicating the reported issue. This was found to be due to the pt801 and pt802 transducers being faulty and out of tolerance.